Event description:
This (B)(6) male pt was received the hemodialysis treatment using the rexeed-25sx on (B)(6) 2011. The adverse event occurred immediately at the time of just starting the extracorporeal blood circulation. The pt complained of dysgeusia as soon as his blood reached the venus chamber in the bloodline. And he had difficulty in breathing, foaming at the mouth. The blood pressure dropped (164/101 to 38/21mmhg), the difficulty of breathing rapidly developed to the respiratory distress. The pt was coded - (emergency), resuscitated, intubated and transferred to the ICU. He was stabilized after he was transferred to the ICU. But no info was obtained including medical intervention taken for the pt.

Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user. No abnormality was found in the lot quality records of the used product. The symptoms observed in the events are considered to be a dialyzer reaction. The timing of the adverse event at the point of extracorporeal blood circulation strongly suggest that use error may have occurred during the priming procedure. If the device is not primed according to the instructions for use, the presence of residual contaminants may cause adverse events. Asahi has enhanced the priming instructions to ensure safer use by revising the presentation of warning and precautions. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined averse reactions of unk cause. "Handbook of dialysis 4th ed." (B)(6).